Event description:
Boston scientific received information that this pulse generator displayed six months of remaining battery longevity. The local health care provider expressed concern regarding the remaining longevity estimate. There were no adverse patient effects. The device remains in service.

Event description:
Subsequent information indicated that the device was electively explanted. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.